Manufacturer narrative:
(B)(4): physio-control advised the customer that their device was no longer under warranty. Physio further recommended that the customer purchase a replacement device as the unit was not serviceable. After multiple attempts, physio-control has been unable to contact the customer for additional information regarding the reported failure. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
The customer contacted physio-control to report that their device no longer had audio prompts and that significant parts of the display were unreadable. Based on this information, the customer may not be able to hear or see visual prompts in order to use the device, if necessary. There was no patient use associated with the reported event.